Event description:
I found my (B)(6) father unresponsive and administered CPR. My husband brought me the phillips heart start defibrillator and I attached the pads. The defibrillator said "no shock was given"; I didn't know what to do. The emts came 4 minutes later and he was pronounced dead at the hospital. While I won't ever know if the defibrillator could have helped him, I am very concerned that it did not provide me with the services we needed at this critical time.